Event description:
A malfunction was reported on the customer's pump, with a malfunction code of malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.